Event description:
Customer received a false positive result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Customer tested negative with four sars-cov-2 pcr tests over a few days (dates not provided). No additional information was provided regarding this false positive event.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive result. Investigation could not be completed due to lack of information. Lot number, cartridge serial number and reader serial number were not provided.